Manufacturer narrative:
Event description corrected. Brand name corrected from maverick2 balloon catheter to apex flex. Upn corrected from (B)(4) maverick2 to (B)(4). Batch number, catalog/model #, device expiration date, and manufactured date updated. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure a dissection occurred. The patient presented with unstable angina (braunwald classification-ib) and was referred for cardiac catheterization. Target lesion #1 was a bifurcated lesion located in the distal left anterior descending (lad) artery with 95% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a long lesion located in the proximal and mid lad with 85% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. -target lesion #2 was treated with direct stent placement using a 2.50 mm x 24 mm and 2.50 mm x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. During this procedure a non-bsc guide wire was advanced to the distal lad. Initially there was difficulty crossing with this wire as the lesion was "very tight" but was eventually able to cross with some manipulation. It was stated that "we could barely see flow down the artery because the wire was taking up so much room at the lesion site that not much contrast could get beyond it." Then a 1.5 x 15 mm maverick balloon was placed down the wire to dilate the distal and proximal lad. There was a 'small linear dissection in the left anterior descending beyond the lesion site for a centimeter.' The dissection was treated with placement of the 2.25 x 32 mm taxus atom stent and post dilatation. No further patient complications were reported and the patient was discharged two days later on aspirin and prasugrel.

Event description:
I was further reported that the physician used a 1.5x15mm apex monorail balloon catheter in treating the distal lad not a maverick2 balloon catheter as originally stated.